Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the revolution cement mixing system was being used in a procedure when a black substance was observed in the tubing when negative pressure was taken to the mixing kit. The account felt that there was no problem inside the cement gun and used it to complete the procedure with no patient or user injuries, and no adverse consequences.